Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus with the intention of consuming food; however, customer did not eat. Blood glucose (bg) was 22 mg/dl. Customer was treated in the emergency room (ER) with intravenous fluids and glucose. After 2 hours, customer left the ER "alert and orientated" with a bg of 187 mg/dl.